Event description:
In 2009, the pt reported she started insulin pump therapy today and at the time of training she had an elevated blood glucose reading of 250 mg/dl with her normal range being 300-400 md/dl. She stated she ate dinner at 7:30pm and did not take a meal bolus. Her current blood glucose reading was 522 mg/dl. The pt wanted to know if she should "increase her insulin." She was advised that no medical advice could be given. The pt disconnected the call. A request for additional training was sent. Eight days later, a company rep stated that she met with the pt a week after the original date, for add'l training. On follow-up with the patient four days later, she stated her blood glucose has returned to her normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.